Event description:
It was reported that the device has abnormality to its numerical value. There was known patient involvement.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found no abnormalities in the appearance of the device. The customer's reported problem, the product has abnormality to its numerical value, was not verified by functional testing. The complaint was not confirmed. The cause is presumed to be a malfunction in the sensor probe that was being used at the same time. No repairs required. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device passed all functional tests after repair.